Event description:
It was alleged that the instrument arced. The instrument was replaced with a backup instrument and the procedure was completed without further incident. No pt harm, adverse outcome or injury was reported.